Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session. "A few complications" were experienced during the removal process due to the surgeon not cutting the lens before explantation. The complications have not been specified by the reporter, additional information has been sought by rayner, but to date, no further details have been provided. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone toric rao610t batch 123231807 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 123231087. There is insufficient evidence and information available to determine the cause of the optic damage following implantation.

Event description:
On 26th september 2024, rayner received notification from a UK healthcare faciltiy of an event that occurred during use of a rayone toric rao610t. The event description provided states that the immediately following implantation, the optic was cracked necessitatign lens explantation.